Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B93872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included metrorrhagia and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), noninfective oophoritis ("ovarian inflammation"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (removal/tlh, b-s). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, noninfective oophoritis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, cystitis, vaginal infection, pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, noninfective oophoritis, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that treating physician recommended essure removal. Discrepancy noted insertion date- (B)(6) 2014. Intra-cavitary coils were counted were noted to be 3 on the left and 2 on the right. Discrepancy noted in removal date : as per mr (B)(6) 2019. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information , other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections'), noninfective oophoritis ('ovarian inflammation') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B93872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the pelvic infection, noninfective oophoritis, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal infection, pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, noninfective oophoritis, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that treating physician recommended essure removal. Discrepancy noted insertion date- (B)(6)2014. Intra-cavitary coils were counted were noted to be 3 on the left and 2 on the right. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections'), noninfective oophoritis ('ovarian inflammation') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B93872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the pelvic infection, noninfective oophoritis, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal infection, pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, noninfective oophoritis, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that treating physician recommended essure removal. Discrepancy noted insertion date- (B)(6) 2014. Intra-cavitary coils were counted were noted to be 3 on the left and 2 on the right. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet received - new events pelvic infections, ovarian inflammation, abnormal bleeding (general), vaginal infection, pelvic pain and abdominal pain were added. Reporter information was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.